Event description:
It was reported by the rep that the product was used in a laparoscopic cholecystectomy. It was reported that the safety shield did not retract and the blade punctured the liver. The surgeon would not release to the rep specific pt consequences. The rep knows that the or time was extended and the pt is fine today. The hosp is not releasing the instrument to the rep for evaluation. The rep will call back with add'l details once it becomes available. 08/25/1999: the rep called back and stated that the trocar used was a 511sd and not a 355sd. Also, there was no consequence to the pt as was previously reported. After speaking to the surgeon , the rep found out the or time was not extended and the pt did not experience any consequences.